Manufacturer narrative:
Evaluation summary: it was caused due to a condensation of moisture in the cmos unit by changing the temperature outside of the endoscope. We received the defect and conducted the following investigation and repair. Observations: air water channel leaky,cmos unit was fluid damage. Repair replaced the angle wire,bending rubber,air water channel,distal body,cmos unit. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
There is a spot in the image. This event occurred at the time of before use. There was no report of patient harm.